Event description:
Rn reports 2 sets of the baxter clearlink non-dehp catheter extension sets (IV extension) malfunctioned while attempting to use. The first set was leaking where the IV tubing connects to the luer activated valve for IV access. The second came apart into two pieces here IV tubing connect to luer lock system. Both devices are from the same lot number.====================== health professional's impression======================they fell apart.